Event description:
It was reported that the pink slide moved forward and the cannula deployed upon activation. However, upon removal of the pod, the cannula was not visible, indicating a needle mechanism failure of cannula retraction. The pod was worn between 5 and 24 hours on the abdomen. The patient's blood glucose level rose to 22 mmol/l (396 mg/dl). As treatment, a new pod was placed.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported needle mechanism failure. According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.